Event description:
A peritoneal dialysis patient has reported that dialysis solution is leaking out of the cassette and into the cycler. Patient states seeing a very tiny crack in the cassette and now the cycler has fluid in it. Dialysis nurse reports that patient has had no ill effects or antibiotics administered, effluent has remained clear. There is a sample available for evaluation.